Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the short double spinous process clamp was damaged. This was discovered during sterile processing so no patient present.

Manufacturer narrative:
Correction: corrected initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: this is a duplicate of the event reported in regulatory report 1723170-2018-05392. If information is provided in the future, a supplemental report will be issued.